Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 400 mg/dl. The other blood glucose level was 136 mg/dl and 156 mg/dl. The customer stated that they treated with bolus. Customer declined troubleshoot for high blood glucose. The device will be returned for the analysis.